Event description:
A home patient (hp) contacted baxter (B)(4) regarding a therapy issue. The hp stated that he is in dwell 1 of 6 when he should be in dwell 1 of 5. The technical service representative (tsr) advised the hp to call the nurse to review the programming as soon as possible. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The customer contacted the patient regarding the reported problem of program changed by device. The wife of the patient stated that he was ok and was able to continue therapy. The wife stated the technical service representatives helped them understand the alarm. She stated that a registered nurse comes everyday to help with therapy and programming. No sample was available. This complaint for program changed by device was confirmed. The cause was undetermined.

Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.